Manufacturer narrative:
This literature case describes the occurrence of abdominal pain lower ('abdominal pain continuously for 2 years, most pronounced at the left lower quadrant') and foreign body reaction ('foreign body granuloma in both fallopian tubes') in a 41-year-old female patient who had essure inserted for female sterilisation. Literature reference: hoogendam jp, vreuls cph, veersema s, symptomatic bilateral granulomas after essure sterilization, journal of minimally invasive gynecology, 2019, xx:xx-xx. The patient's medical history included parity 2, miscarriage and arm fracture. On an unknown date, the patient had essure inserted. The duration of use was 9 years. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and foreign body reaction (seriousness criteria medically significant and intervention required) with fallopian tube enlargement. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower and foreign body reaction had resolved. The reporter considered abdominal pain lower and foreign body reaction to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient had essure inserted 9 years ago. The insertion was uncomplicated. The abdominal pain was most pronounced at the left lower quadrant and radiating to the left hip. She requested the removal of the inserts. Her recovery was unremarkable, and at the 6-week follow-up, she reported resolution of her complaints. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: both fallopian tubes were clearly enlarged at the isthmus. These 3-cm tubal masses contained a white, soft solid content that surrounded each microinsert. Bilateral salpingectomy and microinsert removal were performed, including complete resection of these clinically suspected granulomas. Pathology test - on an unknown date: tubal masses contained almost exclusively neutrophilic granulocytes and granuloma, confirming the clinical diagnosis. Additional gram and periodic acid-schiff diastase staining identified no underlying infection by a microorganism. Furthermore, dna was isolated from the specimen and tested negative for mycobacteria, thus specifically excluding tuberculosis. Ultrasound scan vagina - on an unknown date: preoperative: both devices at the 2 + 3 position (i.e., cornual and isthmic) according to the classification of legendre. X-ray of pelvis and hip - on an unknown date: preoperative: both devices at the 2 + 3 position (i.e., cornual and isthmic) according to the classification of legendre. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This literature case describes the occurrence of abdominal pain lower ('abdominal pain continuously for 2 years, most pronounced at the left lower quadrant') and foreign body reaction ('foreign body granuloma in both fallopian tubes') in a (B)(6) female patient who had essure inserted for female sterilisation. Literature reference: hoogendam jp, vreuls cph, veersema s, symptomatic bilateral granulomas after essure sterilization, journal of minimally invasive gynecology, 2019, xx:xx-xx. The patient's medical history included parity 2, recurrent abortion and arm fracture. On an unknown date, the patient had essure inserted. The duration of use was 9 years. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and foreign body reaction (seriousness criteria medically significant and intervention required) with fallopian tube enlargement. The patient was treated with surgery (complete resection and laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower and foreign body reaction had resolved. The reporter considered abdominal pain lower and foreign body reaction to be related to essure. The reporter commented: the patient had essure inserted 9 years ago. The insertion was uncomplicated. The abdominal pain was most pronounced at the left lower quadrant and radiating to the left hip. She requested the removal of the inserts. Her recovery was unremarkable, and at the 6-week follow-up, he reported resolution of her complaints. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy on an unknown date: both fallopian tubes were clearly enlarged at the isthmus. These 3-cm tubal masses contained a white, soft solid content that surrounded each microinsert. Bilateral salpingectomy and microinsert removal were performed, including complete resection of these clinically suspected granulomas. Pathology test - on an unknown date: tubal masses contained almost exclusively neutrophilic granulocytes and granuloma, confirming the clinical diagnosis. Additional gram and periodic acid-schiff diastase staining identified no underlying infection by a microorganism. Furthermore, dna was isolated from the specimen and tested negative for mycobacteria, thus specifically excluding tuberculosis. Ultrasound scan vagina on an unknown date: preoperative: both devices at the 2 + 3 position (i.e., cornual and isthmic) according to the classification of legendre. X-ray of pelvis and hip on an unknown date: preoperative: both devices at the 2 + 3 position (i.e., cornual and isthmic) according to the classification of legendre. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.